Event description:
It was reported that patient began to see some clear drainage from where a scab has formed at the edge of the implantable pulse generator. Additional information received that the patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient began to see some clear drainage from where a scab has formed at the edge of the implantable pulse generator.